Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 3 was not seen in hta and controller board were all off. A field service engineer removed drawer and replaced controller board. Preventive maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 failed. The customer reported that this malfunction has hindered the timely dispensing of medication causing delay in dispensing medication. There were no adverse events or injuries reported based on this incident.